Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
On (B)(6), 2010, the sense/pace portion of the lead was capped and replaced. The defib portion remains functioning.

Event description:
It was reported that the patient had low r-waves, and the lead had problems with both undersensing and oversensing. The physician will monitor every three months.